Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: this report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-01869. Device evaluation: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty ECG top shield on the analog board. The analog board was replaced to resolve the report. The analog board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.